Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not observed during testing. After contact with the customer it was determined that the device was put into storage for an unknown period of time when the device was received. When the customer went to use the device, the batteries were completely drained causing a no power-up condition. This report has been attributed to the incorrect use of the device. The batteries were not properly managed per the zoll battery management program. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.